Event description:
The patient underwent an endovascular repair for thoracic aortic aneurysm. Upon removal of the introducer sheath, the left common iliac artery ruptured. Two gore viabahn endoprosthesis were placed to treat the iliac artery rupture. Final angiography revealed a good seal of the proximally placed device, but continued distal extravasation of the distally placed device. The patient underwent iliac artery reconstruction using a hemashield bypass graft from the common iliac artery to the femoral artery. The patient was transferred to the sicu in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.